Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07080. The pt received two leads with the same lot number. It was reported the pt had discomfort at the ipg site because the ipg was tilted, and the corners of the ipg were protruding. The pt reported she has bumped the ipg site into objects and the area was persistently sore. In addition, the pt reported she never had effective stimulation in her back, but usually only felt stimulation in the abdomen and ribs. The pt reported reprogramming had not resolved the issue. It was reported the physician planned to explant the scs system at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.